Event description:
It was reported that an angio-seal was deployed successfully post cardiac catheterization procedure. The patient returned to the hospital complaining of a rash which started at the deployment site. The rash increased to the abdomen and leg. The pharmacist was asked to help in the investigation and called st. Jude medical to get the component make up the angio-seal device. The patient was put on prednisone therapy and was improving; however, the angio-seal was removed surgically and the patient recovered.

Manufacturer narrative:
No product was returned. Review of the device history was not possible since the lot number was unavailable. Based on the information received the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.